Manufacturer narrative:
Cause was traced to design. Action plan is in place.

Event description:
Left cotton residue in me- vagina [foreign body in reproductive tract]. Tampon cotton came apart [device breakage]. When removing a tampon the cotton came apart inside me [complication of device removal]. Cause was traced to design [product design issue]. Case description: consumer reported via e-mail that cotton came apart during tampon removal. No serious injury reported. Follow-up: 06-dec-2021: returned product identified as ontex l.please see reports 1216894-2022-00001 and 1216894-2022-00002 regarding the regular and super products respectively that were not manufactured by tambrands manufacturing, inc. In auburn, maine, USA.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Left cotton residue in me- vagina [foreign body in reproductive tract]. Tampon cotton came apart [device breakage]. When removing a tampon the cotton came apart inside me [complication of device removal]. Case description: consumer reported via e-mail that cotton came apart during tampon removal. No serious injury reported.